Event description:
As reported by the field, during a stent assist coil embolization, 1/2 of the stent of an EU 4.5x28mm stent 12 mm dw tip (enc452812, 7469268) was released. It was found the positioning was inaccurate. The physician retracted the stent to the prowler select plus 150/5cm microcatheter (606s255x, lot unknown) for repositioning and tried to release the stent again but encountered resistance at the microcatheter's tip. The doctor removed the microcatheter (mc) and stent from the patient¿s body and switched to new devices to complete the surgery. Additional information was received indicating that they were able to torque the device. There was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior to the encountered resistance. The mc did not kink or bent. There was no damage to the coil or the mc. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint # (B)(6). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: the product lot number is not available. Section e1. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00662.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, 1/2 of the stent of an EU 4.5x28mm stent 12 mm dw tip (enc452812, 7469268) was released. It was found the positioning was inaccurate. The physician retracted the stent to the prowler select plus 150/5cm microcatheter (606s255x, lot unknown) for repositioning and tried to release the stent again but encountered resistance at the microcatheter's tip. The doctor removed the microcatheter (mc) and stent from the patient¿s body and switched to new devices to complete the surgery. Additional information was received indicating that they were able to torque the device. There was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior to the encountered resistance. The mc did not kink or bent. There was no damage to the coil or the mc. There were no procedural delays due to the event. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.